Event description:
Doctor was performing a sympathectomy when pt rec'd minor burn on the outside chest area due to an insulation leak on the outer tube. Doctor widened incision (1cm) by resecting burned tissue; no medical treatment was necessary. Procedure was completed with no other impact on pt. Hospital reports ther was a break in the insulation. Hospital confirmed that a 3rd party repair company (cardinal health) had reinsulated/resheathed the outer tube before the procedure. They also confirmed outer tube was not available for eval because it had been sent out after the event to be resheathed again. Karl storz does not authorize 3rd parties to resheath, alter or repair any of their products.